Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.